Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein to keep blood clots from migrating, as well as an unsuccessful percutaneous removal attempt on (B)(6) 2010. Patient is alleging fractured struts extends into the l2-3 disc space. The patient further alleged lower back pain and pain on the right side of abdomen, anxiety, pain, and depression. The patient further alleges "I can't stand for long periods of time." On (B)(6) 2019, per a report from CT (computed tomography); ¿there is an ivc filter present. It appears that 1 of the legs of the filter has broken off and extends into the l2-3 disc space anteriorly.¿ on (B)(6) 2010, per a report from retrieval report (attempted); ¿procedure performed: ¿ unsuccessful attempt at retrieval of a temporary indwelling ivc filter.¿

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, lower back pain, right abdomen pain, anxiety, depression, physical limitations. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported back pain, right abdomen pain, anxiety, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.